Event description:
The facility reports the patient was being transferred. The hoist was supporting the patient's full weight while patient was firmly holding on to the spreader bar. It was noted patient might have been pulling towards the spreader bar. The hoist was moved to the middle of the floor for better access when both shoulder clips came loose at the same time. The patient fell to the floor, suffering a wound to the back of the head.